Manufacturer narrative:
(B)(4).

Event description:
It was reported during follow up visit, the patient¿s left ventricle lead did not capture the left ventricle. Trouble shooting was tried to no avail. Fluoroscopy revealed the lead was dislodged. As a result, surgical intervention was undertaken during which the lead was explanted and replaced. No adverse patient consequences were reported.